Event description:
During testing at the user facility, the device displayed e301 (audio alarm failure) with no audible alarm tone. The device was returned to the biomedical engineering department for a report of replace battery. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The piezo is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.